Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. After accessing the left atrium with a double curve watchman access system (was), the physician accessed the laa with a 5 french non-bsc pigtail catheter. After the physician advanced the was over the pigtail catheter, an angiogram was performed. Based on the angiogram, the physician made a slight movement on the was to better align with the anatomy. Then, another angiogram was performed and contrast was seen flowing into the pericardium, which was also confirmed by transesophageal echocardiogram (tee). The patient developed cardiac tamponade and a pericardiocentesis was performed. At this time, the cardiovascular surgeon was called to prepare for emergent surgery to stop the patient's bleeding and repair the perforation. The patient was transferred to the operating room in stable condition. The surgery was successful. The physician suspects the cause of the perforation was due to the manipulation of the pigtail catheter that was caught in trabeculations. The patient was discharged home 72 hours post-procedure and has made a full recovery.